Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B) (6) 2009; inratio: 1.9, 2.4, 2.1, 2.6.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 2.4; 2nd inr: 1.9; mean: 2.15; sd: 0.35; %cv: 16.44. First inr: 2.1; 2nd inr: 2.6; mean: 2.35; sd: 0.35; %cv: 15.04. Since 16.44% and 15.04% cv are less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. In-house testing was performed on returned unit (B) (4) and retained lot 218917. Precision criteria was met. Investigation results: donor 1: return (inr): 3.4; in-house (inr): 3.4; mean: 3.44; sd: 0.00; %cv: 0.00. Donor 2: return (inr): 1.9; in-house (inr): 2; mean: 1.95; sd: 0.07; %cv: 3.63. For each pair of replicates for each sample on strip lot 218917, mean and standard deviations were calculated. In-house test results have 0% and 3.63%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on returned and in-house meters. No further action is required. No corrective action required at this time as no product deficiency was established.